Event description:
It was reported that prior to a ptca procedure, the stent was not secure on the delivery device. During preparation for the procedure the stent was found to be loose on the shaft of the delivery device. This device was not used. Another device was used to complete the case successfully. No pt injuries or complications were reported.